Event description:
A jag precursor was used for a therapeutic common bile duct procedure. During the procedure, when the physician removed the guidewire, the tip of the pebax broke off inside of the pt. The fragment was later defecated. Another device was used to complete the procedure.